Manufacturer narrative:
Additional information received indicates that the customer did not return the device. However, they did submit the device log files for review. The log review confirmed the customers reported issue. During evaluation it was found that some of the calibrations that the customer performed had failed. Based on the failed calibrations and repeated technical failure alarms, it was recommended to replace the inspiration block to resolve the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator alarmed a technical failure 545 and 400 error messages. Complainant did not indicate that there was any patient involvement during the reported malfunction.